Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter (B)(4) a cyto luer set which was unable to be connected to medication. According to the report, after the insertion of the cyto luer set into the viaflo bag medication port, it was not possible to connect the blue end of the cyto luer any further. According to the reporter, the cyto luer blue adapter or its flange were not working. It is unknown when the condition occurred. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported 20 occurrences and returned one actual and one companion sample of these occurrences. A visual inspection was performed on the returned samples, and revealed that the blue plug was smashed forward. Therefore, the reported condition was confirmed in both of the returned samples. The assignable root cause could not be determined. This issue is being investigated through CAPA and a batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.